Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32946. It was reported that the patient experienced intermittent stimulation. High impedances was measured at the contacts of one of the leads. Reprogramming did not resolve the issue. As a result, surgery occurred to explant and replace the lead, which resolved the issue. It is not known which lead had the issue, so both suspected leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.